Event description:
It was reported that the device exhibited far field r-wave oversensing, which caused automatic mode switch episodes. Patient was asymptomatic. Programming changes were recommended and will be made when patient presents to the clinic.